Manufacturer narrative:
2/9/1998 - supplement #1 sent to FDA. Device evaluation indicated and codes entered in h3 and h6. Device not available for evaluation.

Event description:
The product was used during a gallbladder procedure. Reportedly, the clips did not load properly. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.